Manufacturer narrative:
Date of event: date unknown; (B)(6) 2020 was used as an estimate. Implant date: year of 2015.

Event description:
It was reported that prosthetic aortic valve regurgitation occurred. A lotus valve was implanted in 2015. In (B)(6) 2020, the patient had heart failure and a double aortic lesion over a previously implanted lotus valve. Aortic valve regurgitation occurred. A valve-in-valve was implanted with a good final result.